Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen articular surface, catalog #: 00596003017, lot #: 61755364, nexgen all polyethylene patella, catalog #: 00597206529, lot #: 61914159, nexgen femoral component, catalog #: 00596401452, lot #: 62041497, nexgen taper stem plug, catalog #: 00596009900, lot #: 62100825. Report source: (B)(6). Reported event was confirmed by review of x-rays provided. Review of the x-rays confirms failure (disengagement and proximal migration) of right knee tibial baseplate taper plug. X-rays show similar tibial tray coronal varus malalignment. Tibial component varus malalignment may result in increased contact stresses, accelerated wear and asymmetrical forces on the tibial taper plug. Thus, tibial tray component malalignment is thought to be a risk factor for knee arthroplasty failure, including disengaged tibial baseplate taper plug. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is experiencing pain caused by the taper plug migrating out of the component. Attempts have been made and no further information has been provided.